Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a510k number k172156. Evaluation summary: it was caused due to the malfunction on the power supply unit.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The lighting failure occurred.